Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that the insulin pump received no delivery alarm and the customer had high blood glucose level. The customer¿s blood glucose was 500 mg/dl at the time of the incident and blood glucose level was 370 mg/dl. The customer performed fixed prime and found that the insulin exited. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.